Manufacturer narrative:
(B) (4): the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient underwent a pump pocket revision. The patient had lost a lot of weight and the pump had shifted. During surgery, it was discovered that the catheter had pulled out of the spine. When the old catheter was disconnected from the pump, the catheter detached from the titanium connector which remained on the pump stem. The catheter was replaced. The patient recovered without sequela.